Manufacturer narrative:
(B)(4). The product was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed de novo lesion was located in the moderately tortuous and calcified distal right coronary artery (rca). A 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion and upon inflation ruptured at 16atms. The number of inflations and to what atms is unknown. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.